Event description:
On (B)(6) 2011, the pt reported the down button of his infusion device is not functioning. He noticed the issue while attempting to bolus on (B)(6) 2011. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.